Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that multiple ophthalmic knives were dull during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.

Manufacturer narrative:
It was previously reported that a sample was available, but not yet received however, it is now confirmed that a sample is no longer available for this reported event. The manufacturer internal reference number is: (B)(4).